Event description:
The complainant reported that during the therapeutic implant of a vaxcel pasv PICC in a patient (age and gender unknown), the tip of the 145 cm wire fractured. All pieces of the fractured wire were successfully retrieved from the patient; no fragments remained in the patient. The complainant indicated that other than the fractured pieces having to be removed from the patient, there were no additional patient complications as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event.